Event description:
It was reported that the patient experienced hyperglycemia while using a g7 sensor and later discovered the infusion set had become disconnected; the patient replaced the infusion set and confirmed elevated glucose with a fingerstick of 443 mg/dl, and there were no device alarms or delivery stoppages reported. Symptoms included hyperglycemia. Outcomes included a decrease in glucose after infusion set replacement as confirmed by follow-up. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no confirmed device malfunction, with the event consistent with infusion set disconnection as a potential contributor, and the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.